Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the integrated electrosurgical unit erbe (erbe) generator continues to give errors and did not want to use the system. The procedure was aborted with no patient involvement with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to the procedure and not during the procedure. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe due to error u-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported issue was not confirmable using artemis. M-32, m-1c and m-b1 errors logged in artemis. Inspection during failure analysis process was able to replicate the reported event; attempted system test with unit and erbe presented repeating u-02 errors on startup and returned to splash screen. Erbe logs were inaccessible due to u-02 condition. As a result of these findings, failure analysis concluded that the root cause of the reported event could not be determined.